Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and not opened. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer inspected the station and found the plunger was broken. The issue was resolved by replacing the plunger. The system functioned as intended after the field service engineer troubleshot the device.